Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is due to a defective cable. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord malfunction causes scope communication error code e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the rigid video laparoscope screen becomes noised. There were no reports of patient involvement